Event description:
It was reported that customer pump screen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.